Event description:
Reportedly, in order to install the subject smartview monitor at home, the patient powered on a 3g adapter and connected it to the telephone network as well as the subject smartview monitor. After powering on the smartview monitor, the light on the 3g adapter which shows 3g transmission status did not flash or blink at all. No change was observed after 10 minutes. The status light of the smartview monitor lights remained in red and it did not become operative. When the 3g adapter was connected to another smartview monitor, normal operation was confirmed in both 3g adapter and smartview monitor.

Manufacturer narrative:
D2 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, in order to install the subject smartview monitor at home, the patient powered on a 3g adapter and connected it to the telephone network as well as the subject smartview monitor. After powering on the smartview monitor, the light on the 3g adapter which shows 3g transmission status did not flash or blink at all. No change was observed after 10 minutes. The status light of the smartview monitor lights remained in red and it did not become operative. When the 3g adapter was connected to another smartview monitor, normal operation was confirmed in both 3g adapter and smartview monitor.